Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and air bubbles were observed in the tubing. Customer primed the air out of tubing and successfully resumed insulin delivery. Customer's blood glucose was 256 mg/dl.